Event description:
The report received indicated that after the post-dilatation with the opta pro balloon, the balloon could not be retrieved into sheath introducer. As a result, the physician removed the balloon and the sheath as a single unit. There were no adverse events to the pt and the procedure was completed successfully. Further info indicated that there were no problems encountered during inflation or deflation of the balloon; however, the physician commented that re-wrapping of the balloon was not sufficient, and that may have caused the difficulty withdrawing. There were no other anomalies noted with the balloon catheter or any problems encountered during the procedure. The location of the target lesion was unk; however, there was heavy calcification and mild tortuosity. Rate of stenosis was 80%.

Manufacturer narrative:
The product is not available for eval. Add'l info will be submitted within 30 days upon receipt.